Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined thet the retractor band was broken. The field service engineer took out the drawer from the medical station, replaced the retractor band, and then reinstalled the drawer to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer was encountered a failure and unable to recover. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.